Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic prolapse. It was reported that the patient experienced left lower quadrant pain and on (B)(6) 2013 the patient underwent a CT scan of her abdomen and pelvis that showed a pelvic floor prolapse. No additional information was provided at this time.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)